Manufacturer narrative:
Buckley, robert t., anthony c. Wang, john w. Miller, edward j. Novotny, and jeffrey g. Ojemann. "Stereotactic laser ablation for hypothalamic and deep intraventricular lesions." Neurosurgical focus 41.4 (2016): n. Pag. Web. The exact system information could not be determined as it was not provided. However, the system listed on this form was at the address listed in the article during the time some of the surgeries were completed. MFR date: device mfg date not available at the time of this submission. This patient underwent laser induced thermal therapy for an optic glioma. The location of the lesion likely contributed to the transient visual disturbance due to postoperative edema of the treated area. Article states, "no permanent neurological or endocrine complications were noted after laser ablation of hypothalamic/third ventricle tumors. Transient neurological deficits were seen at similar rates of resective surgery." No requests for system service have been received regarding the reported events. The article does not allege that the medtronic system caused the reported events. Reported events/complications are known inherent risks to this procedure/disease type.

Event description:
Stereotactic laser ablation for hypothalamic and deep intraventricular lesions by buckley et al, reports that a patient undergoing laser ablation for a hypothalamic/third ventricular tumor (optic glioma), experienced postoperative delayed intralesional hemorrhage and transient visual field cut. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's visualase thermal therapy system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Correction to UDI. Device mfg date now provided.